Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. DHR review was performed. Device was 18 months old from previous repair and is not out of box failure. Review of the previous repair record identified the fork was broken and the body was damaged which is related to the reported event. The device was repaired, tested, and found to be functioning to specification prior to release to the customer. With given new information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that: oscillating saw attachment stopped when it touched the bone. This event is related to a malfunction that could potentially lead to serious injury. However, no patient harm or further outcome was reported. No further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - turkey. The device was not returned for complaint investigation, so it could not be visually inspected in an effort to confirm the defect. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.